Event description:
It was reported to medtronic minimed that the customer reported crack on battery side back of the pump and laminate on buttons peeling. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed but issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1884 and insulin pump was retuned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. After battery installation. Pump received with flashing medtronic logo. Unable to perform the displacement test, due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on electronic assembly, battery connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rail. Pump flashing medtronic logo due to moisture damage electronic assembly and cracked case corner of belt clip rail, cracked ok keypad button confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.